Event description:
A wilson cook acu-snare was used during a colonoscopy and polypectomy procedure. A large polyp was snared with the acu-snare. When cautery was applied and the snare was pulled, the outer sheath broke so that movement of the snare was not possible. The snare was surgically removed from the pt. The pt was reported to be in good condition.